Event description:
Livanova deutschland received a report that an insulation fault was found in a heater-cooler system 3t during maintenance activity by livanova technician. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) germany. Value found by livanova technician was 16 kohm, instead of required value greater than 310 mohm, according to device service manual. Most likely the reported issue is due to defective compressor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: a device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar events have been reported. As per the information gathered, the root cause of the event has been traced back to a faulty compressor that caused high leakage current issue. This report was due on november 29, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova learned that the involved unit was scrapped and no repair activity was carried out. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.